Event description:
The plaintiff, alleges suffering from inter alia, hand dermatitis, hand and body sores, hives, wheezing, difficulty breathing, and runny eyes and nose. Plaintiff alleges that plaintiff was diagnosed as being type I latex allergic. Plaintiff also alleges that plaintiff is at risk of suffering anaphylactic reactions when coming into contact with many different commonly used products which contain the natural latex protein. Furthermore plaintiff alleges that plaintiff has suffered severe and irreversible type-I latex allergy. Plaintiff alleges that plaintiff is unable to enter a medical or hospital environment where latex proteins permeate the air, to enter such an environment puts plaintiff at serious risk for an anaphylactic reaction. Plaintiff further alleges that plaintiff must live life in constant vigilance for the presence of latex products, avoiding everyday common products and common places. Plaintiff alleges to be severely restricted in life as to where plaintiff can go, and what plaintiff can do with life, with career, and with family. Plaintiff further alleges that plaintiff finds it difficult to seek medical and dental care, and entering a hospital, for any purpose, is a health hazard. Also plaintiff alleges that plaintiff has suffered and will continue to suffer in the future, severe emotional distress, and an inability to engage in normal activities. Plaintiff alleges that plaintiff has suffered physical injuries, as well as great despair, and loss of enjoyment of life, all of which are of a permanent, continuing and life threatening nature. Furthermore, plaintiff alleges that plaintiff has suffered great loss and depreciation of earnings and earning capacity and will continue to suffer same for indefinite time in the future. Finally, the plaintiff's spouse alleges that relative has been deprived of the love, service, advice, companionship and consortium of spouse, and will continue to be deprived of the same to great detriment for an indefinite period of time in the future.